Event description:
The service report shows that the device intermittently failed to cycle and no audio alarm was activated. The co's service technician inspected the device and resoldered a leak on a motor driver transistor. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.